Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 41mg/dl. Pt did not take pt's insulin because of the low reading. Pt ate peaches in light syrup. Pt was feeling terrible and vomiting. Pt's spouse came home and took pt the ER. On the way of the ER in the car, pt retested on the suspect device and the result was 161mg/dl. Upon arrival at the ER, the ER device read hi.a lab blood glucose resulted in the 600mg/dl area. Pt was admitted and given an insulin drip.